Event description:
A malfunction was reported on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was able to continue using it without the issue recurring. The customer was advised to call back if the malfunction recurs, and they acknowledged and understood the instructions.